Manufacturer narrative:
(B)(4). Evaluation results - (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one endeavor sprint rx drug-eluting stent implanted to the distal rca. During a staged procedure one month post index procedure, the patient had one endeavor sprint rx drug-eluting stent implanted to the mid circumflex. On the same day as the staged procedure, a myocardial infarction occurred. The mi was related to the target vessel. The investigation indicated that the reported event was definitely related to the study device. (Ref MFR # 9612164-2011-00741 & 9612164-2011-00743).